Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The cause of the peritonitis was reported to be due to a break in aseptic technique (not further described). The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as onset, the patient was hospitalized for the event. During hospitalization, the patient was treated for the peritonitis with an unknown antibiotic (intraperitoneally (ip), dosage and duration not reported). Six days after being admitted to the hospital, the patient was discharged. Five days post hospitalization, the patient was treated for peritonitis with vancomycin (intraperitoneally with a 6 hour dwell time, dosage not reported) and on the same date, the patient¿s primary caregiver was retrained in proper aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal therapies were ongoing. No additional information is available at this time.